Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") and autoimmune disorder ("autoimmune - like symptoms") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4 and uterine ablation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue, anxiety, migraine, insomnia ("inability to sleep") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, autoimmune disorder, pelvic pain, urinary tract disorder, allergy to metals, arthralgia, myalgia, fatigue, depression, anxiety, migraine, insomnia and vitamin d deficiency outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune disorder, depression, fatigue, insomnia, migraine, myalgia, pelvic pain, urinary tract disorder, uterine perforation and vitamin d deficiency to be related to essure. The reporter commented: discrepancy in essure insertion date- (B)(6) 2008 on (B)(6) -2008, the four sets of the coils were present within the fallopian tube consist with the placement of the coils in each side. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: endometrial granular and stromal dyssynchrony; begins endocervical tissue fragments. Hysterosalpingogram - on (B)(6) 2008: bilaterally occluded fallopian tubes with 2 coils present within the fallopian tubes. The post essure conformation test reveals bilaterally occluded fallopian tubes with 2 coils present within the fallopian tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") and autoimmune disorder ("autoimmune - like symptoms") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4 and endometrial ablation. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), insomnia ("inability to sleep") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, autoimmune disorder, pelvic pain, urinary tract disorder, allergy to metals, arthralgia, myalgia, fatigue, depression, anxiety, migraine, insomnia and vitamin d deficiency outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, autoimmune disorder, depression, fatigue, insomnia, migraine, myalgia, pelvic pain, urinary tract disorder, uterine perforation and vitamin d deficiency to be related to essure. The reporter commented: discrepancy in essure insertion date- (B)(6)2008 on (B)(6)2008, the four sets of the coils were present within the fallopian tube consist with the placement of the coils in each side. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: endometrial granular and stromal dyssynchony; begins endocervical tissue fragments. Hysterosalpingogram - on (B)(6)2008: bilaterally occluded fallopian tubes with 2 coils present within the fallopian tubes. The post essure conformation test reveals bilaterally occluded fallopian tubes with 2 coils present within the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.